Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had 3 months post op visit on (B)(6) 2017. Uncorrected visual acuity (ucva) and best corrected visual acuity (bcva): right 20/16 logmar, left 20/16 logmar, both 20/16 logmar. Slit-lamp exam showed both eyes were within normal limits. Patient presented with mild acute bacterial conjunctivitis in left eye on (B)(6) 2017. Flap was smooth and anterior chamber was deep and quiet. Patient was given maxitrol 4 times a day in left eye for a week. Patient was seen on (B)(6) 2017 and symptoms were resolved without sequelae. Complaint reported mentioned that event was unrelated to procedure. This report is for visx laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.